Event description:
Covidien received information stating that when the 980 ventilator was connected to the patient, the ventilator was unable to detect the patient and unable to start ventilation. The device was providing a priority alarm. The patient was transferred to another ventilator.

Manufacturer narrative:
(B)(4).